Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer used cold insulin and overfilled the cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was not impacted.